Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered several "electrical test fails code 58" in the error log of the unit. To fix the issue, the fse replaced the drive assembly and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold tests. There was no patient involvement, and no adverse event reported.

Event description:
This report is being cancelled as a duplicate of ot 591896, mfg report no 2249723-2022-00519.

Manufacturer narrative:
Cancelling report as duplicate of 591896/mfg report no 2249723-2022-00519. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.